Event description:
A report of a pocket site was received. There was fluid leaking out from the pocket site. The patient was prescribed antibiotics and the physician is recommending to have the battery explanted.